Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation details, corrosion was built up inside the device. If the attachment has corrosion within the assembly, it is possible for the collet to stick due to the interaction between the inner collet and the debris.

Event description:
It was reported that pins were sticking in the device during routine maintenance. There was no pt involvement and no allegation of adverse consequences associated with this event.